Event description:
I flow rec'd a report stating, fast flow. Infused in 50 hrs instead of 120 hrs. No adverse clinical effects were reported. Fill volume 240ml. Medication 5fu. Flow rate 2ml/hr. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was not reviewed. Sample eval: rec'd one empty and used pump for eval and investigation. The pump was refilled with normal saline solution to the reported fill volume of 240ml for testing. When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and the pump infused within specification.